Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the patient¿s meter has been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/8/2014 with the following findings: the meter involved with this complaint passed testing. The meter was evaluated and the primary complaint was not reproduced; however, a secondary issue was noted when the meter was found to have installed the wrong part number of battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the patient, alleging that the onetouch ultra2 meter is giving inaccurate high reading of ¿145 mg/dl¿ compared to normal reading/feeling. This complaint was classified based on the customer care advocate (ca) documentation and the follow-up information obtained on (B)(6) 2014. The patient¿s diabetes is managed with oral medication, diet and/or exercise. On (B)(6)2014 at 5:30 am, the patient tested at ¿145 mg/dl.¿ at the time of concern, the patient felt her blood glucose was relatively high and did not bother to eat anything that morning. At 9 am, the patient began to feel disorientated and was feeling confused. The patient¿s husband attempted to test the patient¿s blood glucose but the patient was combative and did not want her blood glucose taken. The fire department arrived around soon after, and tested the patient at 45 mg/dl on another meter. The patient was given oral glucose and orange juice and reportedly felt better soon after. The patient refused to go to the hospital after her symptoms abated. During troubleshooting, the unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient required treatment for hypoglycemia after she received the alleged inaccurate high reading of ¿145 mg/dl.¿ the lfs product was replaced and requested back for investigation.